Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# va0vkse, implanted: (B)(6) 2015, product type: lead. Product ID: 748351, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The patient reported that he was very disappointed in the product and follow-up. He was being treated for parkinson's disease and believed in his healthcare provider (hcp). His last visit was terrible when a manufacturer representative (rep) recalibrated the device. An hour or so after getting back home his right side upper extremity developed dystonia and "dyskinesis" of the right arm which developed into tendonitis. He was sitting down with his right arm totally out of control and his "mood off the charts." His heart rate was "zooming" and his speech was slurred and fast. He mentioned that this also fit the description of a transient ischemic attack (tia). The dystonia was a very uncomfortable and unpleasant situation and it was his first time having to deal with it. The patient stated that it was a side effect of the device. He began panicking and could not decide if he should go to the emergency room (ER) or not. He stated that he was already clinically depressed and if he had a stroke he did not care; "he would have been satisfied if he died at home." The patient had never experienced this before. He eventually reached a nurse and argued until they hung up. They decided it was probably the carbidopa/levadopa that was too high and that the patient should back off and stop using it. The patient continued to have issues communicating with the nurse. The patient was never told to do so, but he turned the device off on his own and started feeling better an hour or so late. He had another session of recalibration with a new group. He believed his dissatisfaction had been resolved.